Event description:
During an xrays control, it was noticed that osteolysis is present around the stem (greater trochanter) and the head is not in the middle of the poly liner. Stem and liner were revised 7 years and 10 months after primary.

Manufacturer narrative:
Batch review performed on 28 april 2022: lot 140099: (B)(4) items manufactured and released on 19-feb-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 28 april 2022: stem: amistem h 01.18.144 ha coated lat stem size 4 (k093944) lot 133083: (B)(4) items manufactured and released on 09-oct-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: 8 years after primary cementless tha, significant osteolytic damage is visible on xrays around the femoral stem, which became loose. The head is in a slightly eccentric position, which suggests that polyethylene wear may have generated debris-induced osteolysis. This may be verified at revision surgery. Significant wear of a highly crosslinked insert after 8 years is abnormal. Analysis of the explants is necessary to verify if a third body can have caused the abnormal wear or if the head was damaged. An update can be done if the explants are received and analyzed.

Manufacturer narrative:
Visual inspection performed by medacta r&d project manager: during the visual inspection it has been noticed that part of the stem body is covered with ha coating meaning that the stem was not correctly osseointegrated with the patient bone. Some signs and scratches are present on the neck surface probably due to revision surgery. It is not possible to determine the root cause of this event.